Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll had leakage at luer connection. This is a notification to inform you that, amgen received notification on 28-jan-2026 of an event for vial - lyophilized involving 1 unit from lot/batch 1190560a.the event reportedly occurred on 27-jan-2026. The following event was reported: the solution leaked when drawn up and could not be drawn into the syringe. The solution has leaked from the adapter and syringe. Complaint country: switzerland amgen fdp lot number:1190560a material description: dcomp syringe 1ml ll vendor lot number: 4114164 amgen lot number:0010767603 complaint code family: interface vial adapter leakage/breakage.

Manufacturer narrative:
Investigation results: as part of this investigation the technical and electrical records were reviewed with no issues related to the reported defect . Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 4114164 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.